Event description:
It was reported that (1) device was used during an esophagectomy. It was reported by the affiliate that the tlc10 staples malformed (only one staple from the end of the staple line). The surgeon put some overstitches to complete the case.